Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there is one contact on deep brain stimulation (dbs) lead that is displaying as an out of range open/short. The therapy is not affected. It is unknown if there were any factors that may have led or contributed to the issue. No troubleshooting and actions taken. The issue is not resolved. Additional information was received from a manufacturer representative (rep) clarifying that it was a short circuit on monopolar contact 9, 170 ohms.